Event description:
Daughter of home pt reports leak in patient line tubing of homechoice set near pt connector during prime of automated peritoneal dialysis treatment. Daughter discontinued treatment and discarded sample. Per daughter, there was no pt injury or medical intervention associated with this incident.